Manufacturer narrative:
The implanting clinician prescribed oral antibiotic treatment (type, dosage, duration unknown) and scheduled an explant procedure for (B)(6) 2020. At a follow-up appointment with the implanting clinician on (B)(6) 2020, the implanting clinician noted that the redness and soreness were gone from the incision site. The implanting clinician decided not to explant the devices and determined an infection was not present, but a skin irritation. The clinical representative was not present at the implant procedure. Per review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lots swo200609 or swo200730, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the skin irritation was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the skin irritation is unknown/no problem found.

Event description:
On (B)(6) 2020, the patient reported that one implant incision site appeared to be infected. On this date, the patient attended a follow- up appointment with the implanting clinician.